Event description:
It was reported that customer was hospitalized with dka. Prior to hospitalization customer was vomiting for most of the day and was extremely drowsy. Customer's family member called for assistance with turning off pump. Advised that the pump did not need to be turned off if all info was to be retained. Assisted family member with rewinding pump and priming to prevent alarming.